Event description:
It was reported post coronary angiogram a 6f angio-seal sts was used to seal the arteriotomy site. The pt was placed on plavix and discharged the next day. Two weeks later the pt presented to the hosp with a fever of 109 f. And a demonstration of petechia to the leg and foot of the previous arteriotomy site. A duplex ultrasound was done, diagnosis unknown. The pt was treated with antiobiotics and discharged. Two days after discharge the pt returned to the hosp complaining of extreme groin pain, however, the fever was gone. A duplex ultrasound of the groin revealed a pseudoaneurysm; the pt underwent surgery for repair. The surgeon found thrombus and clot material in the pseudoaneurysm and a five centimeter length of erosion to the femoral artery at the puncture site. The femoral artery was reconstructed and the pt was placed oon antiobiotic therapy. The pt was reportedly recovering. St. Jude medical product surveillance received this info in 2004, however, st. Jude medical became aware of this incident 10 days ago. Reporting procedures were reviewed with the representative.